Event description:
Caller reported that a malfunction occurred on the pump, but no significant events preceded the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not reoccur. Customer was advised to continue using the pump and to contact support if any further issues arise.